Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent hip replacement surgery in 2007." It was further reported that, "after implantation the patient began experiencing and continues to experience significant pain and discomfort."